Event description:
The olympus asset, evis exera duodenovideoscope, was returned to an olympus service center with no complaint. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator, and the elevator wire was cut and bent. This report is being submitted for the malfunctions found by service during the device evaluation. There was no patient involvement.

Manufacturer narrative:
The device evaluation found the following additional defects during the evaluation: the adhesive around the objective lens was worn, and the adhesive rubber was detached. The connecting tube was buckled. The bending angle in down/left direction did not meet the standard due to wear of the angle wire. The scope cover, scope connector, and control grip demonstrated scratches and wear. The suction cylinder and forceps channel port had shaves caused by external forces. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the event is likely due to inappropriate reprocessing, foreign material around forceps elevator was not completely removed. Additionally, the knob wire (k-wire) strand was cut due to fatigue breakdown by repeated operation of forceps elevator. Moreover, k-wire frayed and raised by repeated brushing around forceps elevator and attachment/detachment of distal cover. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities.¿ ¿the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning.¿ ¿preparation and inspection - attaching the distal cover - when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety.¿ "brushing around the forceps elevator and instrument channel outlet¿ "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ "cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ "preparation and inspection - attaching the distal cover¿ olympus will continue to monitor field performance for this device.